Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the problem was resolved by replacing expiratory cassette's membrane. Identification of issue has been done by analyzing problem description, service report and device's logs. The issue has been resolved and the device was delivered to the user in working condition. Expiratory cassette's membrane is an article of consumption. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).